Manufacturer narrative:
Summary of evaluation: the information provided is insufficient to determine whether this event would be associated with the device.

Event description:
The total hip was revised in july for unk reasons.